Event description:
Reporter alleged the blood glucose monitoring device contacts were damaged and discolored. Reporter stated the device would not transmit results and would not charge. Reporter indicated there was no smoke, no fire, no damage to area around meter, and no injury to employees as a result of the alleged event. Reporter indicated there is someone reviewing the cleaning of the device's bases, but did not provide cleaning information. A request was made for the return of the suspect device and replacement product was sent.